Event description:
No additional information was provided by the customer.

Manufacturer narrative:
Corrected field h9: this report is being submitted to correct information that was inadvertently included in the previous report. The field was completed in error and should have been left blank.

Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water supply had white residue on both sides.. There was no patient involvement.